Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 worked as intended for most of the procedure. Towards the end, energy didn't go to the jaws while attempting to harvest a branch. Heater wire and silicone intact on the jaws. The beeping sound was heard when the toggle was pulled back. Power setting at '3' they changed the cord. Same problem. They changed the kit, and the procedure was completed successfully. No patient injury. No procedural delay aside from the short time to open a new cable/kit. The device was returned to the factory for evaluation on 03/07/2025 an investigation was conducted on 03/24/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire or clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. . It is not possible to determine the root cause for the reported failure "electrical /electronic property problem¿, or even provide a probable cause since there were no non-conformities discovered for the reported device. A crf/CAPA/scar/ncmr review was conducted for the two-year period feb 2023 to jan 2025. There is no existing crf/CAPA/scar/ncmr for the reported failure "electrical/electronic property problem" and product ¿vasoview hemopro 2". The failure modes addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device met all product specifications upon leaving the factory. There was one (01) ncmr identified which has no relation between the batch manufacturing process and the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend(increase in number of complaints over past three(3) months). Based on the rational provided above, no escalation to the CAPA process is required. No field actions initiated for the reported failure mode ¿electrical /electronic property problem". There were no consequences or impacts to the patient. The lot # 3000449047 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 worked as intended for most of the procedure. Towards the end, energy didn't go to the jaws while attempting to harvest a branch. Heater wire and silicone intact on the jaws. The beeping sound was heard when the toggle was pulled back. Power setting at '3' they changed the cord. Same problem. They changed the kit, and the procedure was completed successfully. No patient injury. No procedural delay aside from the short time to open a new cable/kit.